Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. This lv lead had an adapter and was wondering if the adapter was causing the elevated thresholds. Boston scientific technical services (ts) discussed that as long as electrical connections were sound then no reason to think that adapter would cause the thresholds to be higher. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.